Event description:
The customer contact reported air in the tubing distal to the cassette. On an unspecified date, the plumset was being used to deliver an unspecified volume of dextrose 5% in normal saline, at a rate of 150cc/hr, via a plum pump. After an unspecified length of time, the customer contact reported that the nurse noted solution of the floor and an unspecified volume of air was in the tubing, distal to the cassette of the tubing set. It was reported that the nurse immediately stopped the delivery. It was reported that no air reached the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During visual inspection of the tubing set,k a hole was noted at the connection of the outlet port of the cassette and the tubing of the tubing set though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.